Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an under deliver anomaly. The rewind was not working correctly and was too loud. The customer's blood glucose level during the incident was 250 mg/dl. The customer's current blood glucose level was 128 mg/dl. While performing the high pressure test the insulin pump was not delivering insulin correctly. After troubleshooting was performed, the customer was advised that the device would be replaced.